Event description:
The customer reported the unit went inop while on a pt. The pt was having difficulty breathing and was bagged and sent to the hospital. The customer reported that they have no other information regarding pt condition. The ventilator was returned to the factory for evaluation. The event reported by the customer was not duplicated during factory testing by respironics engineers. The engineers reported a diagnostic code in the log indicates that a vent inop occurred.